Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported prior to a cataract extraction with intraocular lens implant procedure the unit would not prime or accept the cassette. During surgery, it was also noted that the surgeon felt as though the unit was not getting enough vacuum in irrigation and aspiration mode, there was also no irrigation in polish mode. Surgery was completed using the same system with no impact to the pt.